Event description:
Six week post-operative x-rays showed that both rods had come out of the s1 screws and fusion had not occurred. It was reported that the surgeon had difficulty completing the construct at s1 due to an atypical anatomy. The hardware was explanted and the pt was revised without incident.